Manufacturer narrative:
(B)(4). Date sent: 3/3/2026 d4: batch # a9891g attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic hepatectomy surgery, noted that the jaw was damaged. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch # a98a51. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml device revealed no apparent external damage. Functional testing indicated the device had been fired but the clips did not advance into the jaw. The tip of the advancer was observed to be bent; disassembly confirmed the advancer was bent and ten (10) clips remained in the clip track. The event was related to improper use of the device, including not ensuring the demarcation between the jaws and device shaft is past the end of the trocar cannula prior to loading a clip, and excessively applying a side load to the jaws, causing partial collapse and potential clip malformation. Users are advised not to excessively twist or torque the instrument jaws when positioning or firing, and not to insert the clip applier through a trocar if a clip is present in the jaws. The device jaws should be fully open and parallel upon initiating firing. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a98a51 number, and no non-conformances were identified.